Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot because it did not turn on. Receiver download and functional test could not be performed because receiver did not turn on. The receiver case was opened, the internal inspection failed due to moisture damage found. Confirmation of the reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.